Event description:
It was reported that during a surgical procedure, the wire at the wrist of a fenestrated bipolar forceps instrument was broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed signs of arcing. Additional observation not reported was the yaw pulley had char marks in numerous locations. This was likely caused by arcing. Additionally, the pitch cable was frayed. The conductor wires were intact and undamaged but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.